Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the sensor reading are off. Sensor glucose reading was 170 mg/dl when blood glucose was 326 mg/dl. Customer's mother states, the insulin pump goes into threshold suspend often. Customer's mother stated, the customer's blood glucose was high due to food intake, treated with the insulin pump. Customer's mother was aware of off label use issues. Customer's mother was unable to upload to carelink. Customer's mother was advised to monitor the sensor and to call back when customer was able to upload data. No further information reported